Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the precise study, the patient experienced a major stroke with distal emboli following use of an 6mm x 40mm (5f delivery system) precise pro rx nitinol stent system during the procedure, along with a subarachnoid hemorrhage (sah). This event resulted in hospitalization and subsequently resolved. The event was assessed as not related to the study device and possibly related to the index procedure. Additionally, the patient developed intra-stent stenosis of approximately 50¿70 percent about two months after implantation of a precise pro rx stent in the left common carotid artery. This was considered to be causually related to the study device. No intervention was reportedly performed. The subject met all data-mining inclusion criteria and none of the exclusion criteria for participation in the cordis real-precise retrospective study. An ec-approved informed consent waiver was obtained. At the time of screening in february, the subject had previously been treated per the precise pro rx nitinol stent system instructions for use for carotid artery stenosis. The index procedure was performed in november under local anesthesia via ipsilateral femoral access. One study lesion was treated using a single precise pro rx nitinol stent. The target lesion was located in the right internal carotid artery and classified as an extracranial lesion. No pre-dilatation was performed prior to stent placement, and no additional stents were implanted. The stent was successfully implanted and fully deployed at the end of the procedure, with no thrombosis of the expanded stent documented. No target lesion revascularization was required between the index procedure and discharge. During the index procedure, a serious adverse event occurred, documented as distal embolization with associated subarachnoid hemorrhage. The event onset was intra-procedural and was categorized as a minor stroke. The event was considered serious due to hospitalization or prolongation of hospitalization and was assessed as moderate in severity. It was determined to be not related to the study device and possibly related to the index procedure. Management consisted of medical treatment and hospitalization. The adverse event resolved without sequelae later in november. No product malfunction was noted prior to the adverse event. The subject remained hospitalized for 13 days following stent implantation, with the hospital stay extended due to the adverse event. Follow-up data were available and included multiple assessments. The first follow-up occurred approximately one-month post-procedure, with no device deficiencies or new adverse events reported. A subsequent follow-up approximately two months post-procedure identified a device deficiency described as intra-stent stenosis of 50¿70 percent. No clinical intervention was performed, the device remained implanted, and the finding did not result in an adverse event. This device deficiency had not been previously reported to the cordis team. A later follow-up conducted several years post-procedure documented no device deficiencies and no new adverse events since the prior assessment. No additional follow-up information was available thereafter. The study exit reflected incomplete long-term follow-up relative to the recommended five-year period; however, all available clinical, procedural, device, adverse event, and follow-up information was captured and documented in the record. The device will not be returned for evaluation.

Manufacturer narrative:
As reported in the precise study, the patient experienced a major stroke with distal emboli following use of a 6mm x 40mm (5f delivery system) precise pro rx nitinol stent system during the procedure, along with a subarachnoid hemorrhage (sah). This event resulted in hospitalization and subsequently resolved. The event was assessed as not related to the study device and possibly related to the index procedure. Additionally, the patient developed intra-stent stenosis of approximately 50¿70 percent about two months after implantation of a precise pro rx stent in the left common carotid artery. This was considered to be causally related to the study device. No intervention was reportedly performed and the adverse event resolved. The subject met all data-mining inclusion criteria and none of the exclusion criteria for participation in the cordis real-precise retrospective study. An ec-approved informed consent waiver was obtained. At the time of screening in february, the subject had previously been treated per the precise pro rx nitinol stent system instructions for use for carotid artery stenosis. The index procedure was performed in november under local anesthesia via ipsilateral femoral access. One study lesion was treated using a single precise pro rx nitinol stent. The target lesion was located in the right internal carotid artery and classified as an extracranial lesion. No pre-dilatation was performed prior to stent placement, and no additional stents were implanted. The stent was successfully implanted and fully deployed at the end of the procedure, with no thrombosis of the expanded stent documented. No target lesion revascularization was required between the index procedure and discharge. During the index procedure, a serious adverse event occurred, documented as distal embolization with associated subarachnoid hemorrhage. The event onset was intra-procedural and was categorized as a stroke. The event was considered serious due to hospitalization or prolongation of hospitalization and was assessed as moderate in severity. It was determined to be not related to the study device and possibly related to the index procedure. Management consisted of medical treatment and hospitalization. The adverse event resolved without sequelae later in november. No product malfunction was noted prior to the adverse event. The subject remained hospitalized for 13 days following stent implantation, with the hospital stay extended due to the adverse event. Follow-up data were available and included multiple assessments. The first follow-up occurred approximately one-month post-procedure, with no device deficiencies or new adverse events reported. A subsequent follow-up approximately two months post-procedure identified a device deficiency described as intra-stent stenosis of 50¿70 percent. No clinical intervention was performed, the device remained implanted, and the finding did not result in an adverse event. This adverse event had not been previously reported to the cordis team. A later follow-up conducted several years post-procedure documented no device deficiencies and no new adverse events since the prior assessment. No additional follow-up information was available thereafter. The study exit reflected incomplete long-term follow-up relative to the recommended five-year period; however, all available clinical, procedural, device, adverse event, and follow-up information was captured and documented in the record. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. An ischemic stroke or cerebrovascular accident is a known potential risk associated with carotid artery stenting and is listed in the instructions for use (IFU). An ischemic stroke is a cerebrovascular disorder caused by reduced blood flow to brain tissue, commonly resulting from thrombosis, embolism, or hypoperfusion. Physical manipulation of the carotid artery during stent implantation and balloon dilatation may dislodge atherosclerotic debris, which can embolize to the cerebral circulation and disrupt perfusion, potentially resulting in an ischemic event. A subarachnoid hemorrhage is also a recognized cerebrovascular complication that may occur in association with carotid interventions. A subarachnoid hemorrhage involves bleeding into the subarachnoid space surrounding the brain, which may occur due to vessel injury or rupture. In rare circumstances, vascular injury or hemodynamic changes associated with the procedure may contribute to hemorrhagic complications. Early medical intervention can halt these processes and reduce the risk for irreversible complications. Based on the information provided, the reported neurologic events are most consistent with an acute ischemic cerebral event likely related to procedure-associated distal embolization following carotid artery stenting. Without procedural images of the condition, the reported ¿cerebrovascular accident¿ and ¿subarachnoid hemorrhage¿ could not be observed. Also, without return of the device or images of the stent placement, possible device-contributing factors could not be determined. However, there was no report of a device malfunction, deployment abnormality, or performance issue with the 6x40 mm precise pro rx nitinol self-expanding stent system. Therefore, based on the available information, patient and/or procedural factors most likely contributed to the issue experienced. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient, procedural, pharmacological, and lesion, especially since the restenosis was noted 2 months after stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the reported events experienced are related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.